Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated peritoneal dialysis set with cassette leaked. This event occurred during dwell two of four of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. The renal therapy services (rts) had the caregiver (cg) check the location of the leak and the cg stated that it was from the left side of the cassette, tubing was disconnected from the cassette. There was no other damage. Rts instructed the hp to call peritoneal dialysis nurse before starting therapy again with the new supplies. There was no patient injury or medical intervention associated with this event. No additional information was available.